Manufacturer narrative:
The field service engineer (fse) found that the washing station was not delivering enough water. The fse exchanged, cleaned, and readjusted the reagent probe, exchanged the cell rinse tubes, verified the degasser module, and confirmed all rinse functionalities. A photometer and blank cuvette check were performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and crej2 creatinine jaffé gen.2 results from 2 patients on a cobas 6000 c501 module. For sample 1, the initial gluc3 result was 200 mg/dl. The repeat result was 70 mg/dl. For sample 2, the initial crej2 result was 1.30. The repeat result was 0.6. The units of measurement were requested but not provided. No questionable results were reported outside of the laboratory. It is not known which results were deemed correct. The gluc3 reagent lot is 64353501 and the expiration date is 31-aug-2023. The crej reagent lot is 64726401 and the expiration date is 31-mar-2024.